Event description:
During the procedure, the catheter became stuck on the stent and the stent was pulled out, which required a new stent to be placed. Laser atherectomy was performed and images of the right coronary artery lesion were obtained with the catheter. Pullback was performed without issue as well. However, after pullback, the catheter was stuck and took a few attempts to remove. Upon removal, it was noticed that the guidewire was mangled and a stent was stuck to the guidewire. A new guiding catheter was used to stent the lesion without performing oct measurement. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One dragonfly opstar imaging catheter was received for evaluation. The syringe and two non-abbott guidewires were also returned; one of the guidewires was engaged in the catheter minirail and was tangled and bent on the distal end of the guidewire. The results of the investigation concluded that the guidewire exit port had been torn and stretched in an outward direction toward the distal end. Functional testing revealed that the catheter mini-rail measured 0.0155¿, which was within manufacturing specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire exit port damage is consistent with the reported event. The cause of the guidewire exit port damage is consistent with damage during use.